Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient did not have a stimulation sensation. The stimulation would not ¿kick on.¿ it would only turn on when he was standing straight and leaning backwards. The adaptive stim function had been programmed but the managing physician ¿still can¿t get it to work right.¿ the stimulation never turned on when the patient laid on his side. The patient also experienced a shocking, described as ¿not a tingle.¿ this occurred yesterday. The patient stated a revision was being considered, as well as considering a pain pump. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).